Event description:
The seal around the tip appeared to be burnt (peeling away and tips were sticking).what was the original intended procedure?laparoscopic resection of liver cyst.device #1is this a laboratory device or laboratory test?no.